Event description:
A (B)(6) female with history of spondylolisthesis, complaining of lower back pain and right leg numbness and tingling. Patient admitted for revision of a previous instrumentation, l5 s1. Per surgeon, radiculopathy of new onset displacement of interbody cage into the area of the root and with radiculopathy and broken of the s1 screws.